Event description:
It was reported by the customer that on (B)(6) 2010, the fiber tip blew open and was damaged at 163,412 joules. Also, it was reported that the fiber tip did not break off outside or inside of the pt. No pt injury was reported. The device was not returned for eval.